Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy the dc motor adapter on the green port was cracked. The customer reported problems during the biopsy. The breast biopsy was completed with no pt consequences reported.